Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. However, occlusions continued after initial conversation with tandem technical support, due to their ongoing nature a replacement pump was sent to the customer to resolve the issue. The customer continued to use the pump for insulin therapy with a backup plan if necessary.